Event description:
Procedure type: liver transplant. According to the reporter: the load locked on tissue. Apparently he couldn't open the load. He ended up ripping away from the tissue. He ended up clamping the vessel on each side of the load. He then cut the load out and sutured each side closed. No reinforcement material was used. The pt status was reported as fine.

Manufacturer narrative:
(B)(4).